Manufacturer narrative:
Ous MDR. We apologize for the long processing time of the analysis. The analysis revealed a break in the insulation between the ring and the tip conductor and between the ring and the rv conductor coil. The broken insulation probably caused the oversensing and the inappropriate ICD charges. An x-ray image was not available for analysis. The x-ray would be helpful to estimate the physiological reason for the abrasion. A material or manufacturing problem could not be observed during analysis.

Event description:
Ous MDR. Due to vf detection, inappropriate ICD charges occurred. Implantation duration of the lead was 8 months.